Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the drain. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) informed the registered nurse (rn) of the alarm's meaning. Per the rn, the hp disconnected and that is when the alarm happened. The hp then reconnected. The rn had the hp disconnect from the unit and stop therapy for the day. There was no adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The patient had improperly disconnected from the set, which is a user error. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.